Manufacturer narrative:
The insulin pump was received motor error alarm during rewind due to motor encoder out of phase. The drive support disk was inspected and no anomaly was noted. The insulin pump had with minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 215mg/dl. The customer was assisted with troubleshoot. The drive support cap was noted to be protruded. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.